Manufacturer narrative:
Product complaint # (B)(4). (B)(6). This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was notified that a proximal humerus plate construct will be removed and revised on (B)(6) 2021, due to non-union. The patient experiences a post-op device malfunction such as broken unknown screws. It appears that there are some broken unknown screws involved. Procedure and patient outcome were unknown. Concomitant device reported: unk - plate: (part# unknown; lot# unknown; quantity: unknown). This complaint involves three (3) devices. This report is for (1)unk - screws: trauma. This report is 3 of 3 for (B)(4).